Event description:
It was reported that pump charging cord required extra force to plug in, and patient did not want to troubleshoot these issues. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any further actions taken by the customer or technical support.